Event description:
The device was returned to the service center with a report of, e437 error (s/w failure), e445 error (real time clock reset), distal occlusion pressure out of specification, and low battery warning. These do not indicate reportable malfunctions. However, during verification testing at the service center, it was found that channel 1 of the device powered off on battery without sounding an audible alarm tone.

Manufacturer narrative:
During testing, it was found that channel 1 of the device powered off on battery without an sounding an audible alarm tone. This was due to the battery. This report represents all the information known by the reporter upon query by hospira personnel.